Manufacturer narrative:
(B)(4).

Event description:
The customer reported a cleaner leak (approx 5ml) in the bath area of the lh750 analytical station after starting the shutdown process. The customer could not isolate the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. The material safety data sheet (msds) was not reviewed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event. The field service engineer (fse) stated that the customer had removed the white blood count (wbc) bath to clean and it was not reinstalled properly causing it to leak. The customer then reinstalled the wbc bath successfully remediating the leak before the service visit but had broken off the ground connector for the bath. Root cause for the leak was the improper reinstallation of the wbc bath that was removed for cleaning. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.